Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump "was not reading blood glucose (bg) values correctly" as well as not delivering boluses as intended. There was no reported adverse impact to customer's bg level. Customer declined troubleshooting with tandem technical support, and declined to provide additional information.